Event description:
It was reported that when the stopcock was attached to the catheter that was in the patient, after the valve was turned the stopcock leaked air. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that this device was not returned for analysis; however, another of the same model number was returned from this site, which confirmed the presence of a leak. A records review for the returned product found no conclusive evidence of a product deficiency that led to the leaky device. A product deficiency was initially suspected. An impact assessment was performed with the overall outcome being low, as severity level is minor and frequency of occurrence is rare. This issue will continue to be monitored per site procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.